Event description:
The patient's family member stated that patient's blood glucose readings have been 300 mg/dl for the past week. Patient spoke to patient's doctor and he added glucotrol to patient's meds and advised to call back in two weeks. Patient experienced a hypoglycemic event and emergency help was sought. The suspect device was used prior to the emt's arrival and the result was 165 mg/dl. The reading on the emt's equipment was 33 mg/dl. Patient was taken to the hospital and treated for hypoglycemia. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.